Manufacturer narrative:
Concomitant products:

Event description:
A user facility biomedical technician (bmt) reported the hemodialysis (hd) machine did not remove any weight from the patient during hemodialysis treatment. The bmt stated the machine showed a flow inlet error during rinse mode of the machine. The bmt performed an ultrafiltration (uf) procedure to test output to removal rate and the uf was removing properly. The bmt then found the diasafe filter was causing the inlet flow error due to a cracked filter. The diasafe filter was replaced and all checks passed with no visible issues. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The field service technician investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported the hemodialysis (hd) machine did not remove any weight from the patient during hemodialysis treatment. The bmt stated the machine showed a flow inlet error during rinse mode of the machine. The bmt performed an ultrafiltration (uf) procedure to test output to removal rate and the uf was removing properly. The bmt then found the diasafe filter was causing the inlet flow error due to a cracked filter. The diasafe filter was replaced and all checks passed with no visible issues. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) reported the hemodialysis (hd) machine did not remove any weight from the patient during hemodialysis treatment. The bmt stated the machine showed a flow inlet error during rinse mode of the machine. The bmt performed an ultrafiltration (uf) procedure to test output to removal rate and the uf was removing properly. The bmt then found the diasafe filter was causing the inlet flow error due to a cracked filter. The diasafe filter was replaced and all checks passed with no visible issues. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.